Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away. Customer visited emergency medical services for experiencing low blood glucose. Customer was treated with food, (B)(6) and regular soft drink. The customer was not using auto mode at the time of incident. The cause of customers passing was unknown. Blood glucose level at the time incident was unknown. The customer¿s blood glucose was unknown at the time of death. It was unknown whether customer was wearing the insulin pump at the time of death. The device will not be returned for analysis.